Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing the catheter was returned and analysis found damage to the transition tubing the catheter was returned and analysis found that the catheter was torn or broken or melted at or after the explant that did not affect infusion. The catheter was returned and analysis found a break in the catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 17-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1267 mcg/day via an implantable pump for an unspecified indication for use. It was reported that the patient showed up for her regularly scheduled refill this morning. When the nurse interrogated the pump, it was discovered that it a series of motor stalls occurred over the past few days. A service code 100 was displayed via the programmer regarding pump motor stall. As per the logs the following occurred: (B)(6)2020 (5:19 pm) critical alarm - pump motor stall, (B)(6) 2020 (7:36 pm) pump motor stall recovery, (B)(6) 2020 (7:50 am) critical alarm - pump motor stall, (B)(6) 2020 (3:35 pm) pump motor stall recovery, (B)(6) 2020 (3:25 am) critical alarm - pump motor stall, (B)(6) 2020 (6:04 pm) pump motor stall recovery, (B)(6) 2020 (2:20 pm) critical alarm - pump motor stall, (B)(6) 2020 (5:41 pm) pump motor stall recovery, (B)(6) 2020 (12:37 pm) critical alarm - pump motor stall, (B)(6) 2020 (12:58 pm) pump motor stall recovery, (B)(6) 2020 (8:10 am) critical alarm - pump motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was immediately scheduled for replacement surgery. The pump was replaced this afternoon. During the pump replacement it was determined that the catheter had been sheared. The intrathecal portion of the catheter was still able to aspirate so they used a new catheter to tunnel for a new pump segment. It was further noted that regarding the partial catheter explant, the intrathecal portion was left in place because it was still functioning properly. The pump and catheter were in the possession of the company representative and were to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.